Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 19000157. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. One of the patients leads also had high impedances. The patient underwent an ipg and lead revision procedure. The patient was doing well postoperatively. The explanted devices were disposed by the medical facility.